Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that there was a discrepancy in the r wave measurements from the analyzer between what was displayed on the programmer screen and what was on the print out. The status of the analyzer is unknown. No patient complications have been reported as a result of this event.